Event description:
Device 2 of 2. Reference manufacturer report #1627487-2010-00937. The patient received his scs system consisting of an ipg, lead, and lead extension on (B)(6) 2008. It was reported on (B)(6) 2008 that the patient experienced loss of stimulation. Fluoroscopy found that the lead extension was not seated in the ipg header port. The physician reinserted the extension into the other header port, but the extension would not function. The physician noted fluid in extension and attempted to remove the fluid, but this did not restore function to the extension. The patient's ipg and extension were explanted on (B)(6) 2008. The physician replaced the extension with a longer extension model and verified that it would function. The explanted ipg and extension were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.